Manufacturer narrative:
The faulty medical device was returned to spacelabs healthcare for depot repair. The device was received and tested by an equipment service center technician; however, the reported problem was not verified and no issues were found. The device was returned to the customer following all functional testing. Cause of failure could not be determined as the reported problem could not be verified.

Event description:
The customer reported that while in use, the qube bedside monitor rebooted on its own twice. There was no patient or user harm associated with this event.